Event description:
On (B)(6) 2015, the reporter contacted animas stating the down arrow and contrast keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the reported response issue with the keypad buttons was not duplicated during investigation. There was no damage or peeling to keypad button cover. All keypad buttons were found to be responsive. The keypad was removed and contamination was found under the contrast key contact.